Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed signs of physical damage; as-received the lcd screen was broken and felt off from the cycler cabinet and the heater tray touched the cycler cabinet. The simulated treatment was performed and failed with scale reading alarms due to the scale resting on the cycler cabinet. Mechanical testing passed. Voltage testing passed. There were no discrepancies encountered in the internal inspection of the cycler. The cycler was sent for repair due to the physical damage noted. A reason for a potential overfill event was not determined.

Event description:
A peritoneal dialysis (pd) patient reported that his cycler was not draining him as he expected and he resorted to manual drains following treatment. Technical support reviewed his records and found that the cycler was operating as designed. However, the patient's cycler was replaced per his request. Later the patient's medical records were requested due to another event. When reviewing the medical records the patient reported to his nurse that following his cycler replacement he had a manual drain of 4,000 ml and he had reported abdominal pain. The patient was advised to visit the emergency room for evaluation but declined. He was instructed by the nephrologist to reduce his fill volume from 1800 ml. The patient's reported manual drain of 4,000 is 222% of his fill volume of 1800 ml resulting in a reportable malfunction.